Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging error 5. This complaint is being reported because, the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The product has been returned and evaluated by product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow up #1. The incident description was incorrect in the original emdr submission. The correct description should be : on (B)(6) 2015, the patient contacted lifescan (lfs) (B)(4) alleging that her one touch verio2 meter was displaying error 5 messages when attempting to test her blood glucose. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged meter issue began "about 1 week" before contacting lfs. The patient manages her diabetes with insulin self-adjuster "novorapid 3 x daily and 24 units of lantus at bedtime" and stated that she took no action to her usual diabetes management routine as a result of the alleged meter issue. The patient reported that "a few days after" the alleged issue began she developed the symptoms of "sore finger, around her cuticle was red and later bruising developed." The patient denied that she received any treatment. At the time of troubleshooting the cca noted that this was not the first time the product was being used, the test strips had been stored correctly and within their expiry date. The cca noted that the patient was using the incorrect testing steps - "applying the blood to the middle of the channel." Cca walked through a retest and the issue remained unresolved. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
The product has been returned and evaluated by product analysis with the following findings: the reported issue could not be reproduced during testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.